Manufacturer narrative:
Describe event or problem: updated.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2020. It was reported that the patient developed a transient ischemic attack (tia). Medical history: the patient had a medical history of persistent atrial fibrillation for greater than one year and cha2ds2-vasc score of 5, type ii diabetes mellitus, hyperlipidemia, controlled hypertension, abnormal renal function (elevated serum creatinine), alcohol use (less than or equal to 8 drinks per week), coronary artery disease, coronary stent intervention (most recent: on (B)(6) 2020), myocardial infraction (most recent: on (B)(6) 2006), ICD implant (most recent: on (B)(6) 2006) and cardioversion (most recent: on (B)(6) 2018). The patient was on rivaroxaban prior to consent and screening of the study. Procedure summary: the patient underwent atrial fibrillation ablation by pulmonary vein isolation technique using rf- point by point method. The patient had a successful placement of a 27 mm watchman flx closure device with complete left atrial appendage (laa) seal and deployed device diameter of 24 mm. After the implant procedure, the patient was started on aspirin. Rivaroxaban was continued. One day post index procedure, the patient was discharged on aspirin and rivaroxaban. Event summary: on (B)(6) 2021, 352 days post index procedure, the patient experienced a sudden vertigo which lasted for 30 minutes. Computerized tomography(CT) scan with contrast and duplex sonography confirmed a tia in the vertebrobasilar current area. On the same day, the patient was hospitalized, and the event was treated with oral medication. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2021, the event was resolved and on the same day, the patient was discharged on aspirin and clopidogrel. It was further reported that the tia was not related to the watchman device. The sudden vertigo noted was independent of movement without any nausea or vomiting. The patient had to hold on when walking, however no further neurological symptoms were noted. On the same day cranial CT revealed moderate atheromatosis with a plaque rupture and thrombosis deposit in the dominant left v4 segment. The patient was diagnosed with vestibular vertigo and the origin was arteriogenic because of moderately severe atheromatosis with consecutive stenosis. The patient received complex stroke therapy for 24-72 hours. The patient was started on temporary dual anti platelet therapy with aspirin and clopidogrel as well as a statin. The symptoms were reversible after 1 hour however the stroke assessment ended after 72 hours. On (B)(6) 2021, the patient underwent doppler and color-duplex sonography of the arteries supplying the brain that revealed evidence of a moderately severe atheromatosis of the arteries supplying the brain in the neurosonography. Evidence of a moderate left v4 stenosis without any significant hemodynamic remote effect was noted. Over the entire length that was able to be imaged, hypoplastic right vertebral artery was noted. Suspected p1 stenosis on the right. Flow profile was globally post-stenotic/low pulsatile. Three days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel. It was further reported that on (B)(6) 2021, mrs 90 days score was 0- no symptoms.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2020. It was reported that the patient developed a transient ischemic attack (tia). Medical history: the patient had a medical history of persistent atrial fibrillation for greater than one year and cha2ds2-vasc score of 5, type ii diabetes mellitus, hyperlipidemia, controlled hypertension, abnormal renal function (elevated serum creatinine), alcohol use (less than or equal to 8 drinks per week), coronary artery disease, coronary stent intervention (most recent: (B)(6) 2020), myocardial infraction (most recent: (B)(6) 2006), ICD implant (most recent: (B)(6) 2006) and cardioversion (most recent: (B)(6) 2018). The patient was on rivaroxaban prior to consent and screening of the study. Procedure summary: the patient underwent atrial fibrillation ablation by pulmonary vein isolation technique using rf- point by point method. The patient had a successful placement of a 27 mm watchman flx closure device with complete left atrial appendage (laa) seal and deployed device diameter of 24 mm. After the implant procedure, the patient was started on aspirin. Rivaroxaban was continued. One day post index procedure, the patient was discharged on aspirin and rivaroxaban. Event summary: on (B)(6) 2021, 352 days post index procedure, the patient experienced a sudden vertigo which lasted for 30 minutes. Computerized tomography(CT) scan with contrast and duplex sonography confirmed a tia in the vertebrobasilar current area. On the same day, the patient was hospitalized, and the event was treated with oral medication. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2021, the event was resolved and on the same day, the patient was discharged on aspirin and clopidogrel. It was further reported that the tia was not related to the watchman device. The sudden vertigo noted was independent of movement without any nausea or vomiting. The patient had to hold on when walking, however no further neurological symptoms were noted. On the same day cranial CT revealed moderate atheromatosis with a plaque rupture and thrombosis deposit in the dominant left v4 segment. The patient was diagnosed with vestibular vertigo and the origin was arteriogenic because of moderately severe atheromatosis with consecutive stenosis. The patient received complex stroke therapy for 24-72 hours. The patient was started on temporary dual anti platelet therapy with aspirin and clopidogrel as well as a statin. The symptoms were reversible after 1 hour however the stroke assessment ended after 72 hours. On (B)(6) 2021, the patient underwent doppler and color-duplex sonography of the arteries supplying the brain that revealed evidence of a moderately severe atheromatosis of the arteries supplying the brain in the neurosonography. Evidence of a moderate left v4 stenosis without any significant hemodynamic remote effect was noted. Over the entire length that was able to be imaged, hypoplastic right vertebral artery was noted. Suspected p1 stenosis on the right. Flow profile was globally post-stenotic/low pulsatile. Three days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Event description:
The patient was enrolled in the option clinical study on (B)(6) 2020. It was reported that the patient developed a transient ischemic attack (tia). Medical history: the patient had a medical history of persistent atrial fibrillation for greater than one year and cha2ds2-vasc score of 5, type ii diabetes mellitus, hyperlipidemia, controlled hypertension, abnormal renal function (elevated serum creatinine), alcohol use (less than or equal to 8 drinks per week), coronary artery disease, coronary stent intervention (most recent: (B)(6)-2020), myocardial infraction (most recent: (B)(6)-2006), ICD implant (most recent: (B)(6)-2006) and cardioversion (most recent: (B)(6)-2018). The patient was on rivaroxaban prior to consent and screening of the study. Procedure summary: the patient underwent atrial fibrillation ablation by pulmonary vein isolation technique using rf- point by point method. The patient had a successful placement of a 27 mm watchman flx closure device with complete left atrial appendage (laa) seal and deployed device diameter of 24 mm. After the implant procedure, the patient was started on aspirin. Rivaroxaban was continued. One day post index procedure, the patient was discharged on aspirin and rivaroxaban. Event summary: on (B)(6) 2021, 352 days post index procedure, the patient experienced a sudden vertigo which lasted for 30 minutes. Computerized tomography scan with contrast and duplex sonography confirmed a tia in the vertebrobasilar current area. On the same day, the subject was hospitalized, and the event was treated with oral medication. At the time of the event, the patient was on aspirin and clopidogrel. On (B)(6) 2021, the event was resolved and on the same day, the patient was discharged on aspirin and clopidogrel.